Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of almost 600 mg/dl. The customer treated with the pump and manual shots. Customer's blood glucose value was 577 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The insulin pump will be replaced for cracks and leaks in reservoir. The product was not returned for analysis.